Manufacturer narrative:
No patient injury was involved. The device was evaluated and technician was not able to replicate the reported issue. Technician confirmed that the device was not within specification and performed a service repair on alex chamber, though this is not thought to be the root cause of the incident. Due to the site reporting the device releasing radiation after trigger was released, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the device continued to release radiation after the trigger was released. Site used emergency stop to power down the laser, and after restarting the laser was operating normally.